Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the needle of the device tore off during the first puncture. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the suture detached from the needle of the acl-fibertag®-tightrope® abs-implant. Functional testing was not performed due to the damage to the device. This failure is attributed to a manufacturing issue addressed in CAPA-00484.